Event description:
Additional information was provided that no changes were made to the lead and the patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
(B)(4). Additional information was received nearly two years after the initial observations, confirming that the red alerts were still being generated due to high, out of range shocking impedance measurements. A boston scientific sales representative confirmed the physician is aware of the issue and will continue to monitor the patient as the value was just barely above the upper limit. No other adverse events have been reported. This product issue will be updated if additional information is received.